Event description:
The patient's device diagnostic testing at office visit resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. Device diagnostic results five months prior were acceptable, which indicated proper device function at that time. X-rays were reportedly taken and sent to the manufacturer for review. No apparent discontinuity of the vns therapy system was identified. The ability to see the lead in the x-ray was compromised due to inconsistent brightness and contrast of the x-ray and the lead is also noted to be partially behind generator. The strain relief loop appeared to be abnormal to recommended labeling. Next course of action is unknown at this time. The nurse for treating neurologist reported that the patient's device has been programmed off. Patient is experiencing daily seizures and the neurologist wants to determine if vns therapy is efficacious for the patient. This information will be used to determine if vns therapy system replacement is necessary. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.